Event description:
The patient asked if a return of symptoms such as nausea and vomiting would indicate her implant battery is low. The patient stated that they had an increase in nausea and vomiting which they have seen their healthcare provider for. The patient¿s healthcare provider told them that even though their battery was not yet depleted it would probably be better to change the implant. The patient started to not feel good and needed to go to the bathroom. There were no further complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.